Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx type iiib endoleak of the main body and surgical conversion with explant of the main body and left limb complaint is confirmed. This is consistent with the reported adverse event/incident. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined. The procedure-related harms for this complaint were abnormal blood loss and hemodynamic instability. The clinical evaluation also shows reasonable evidence to suggest an aneurysm enlargement of 11 mm also occurred. The aneurysm enlargement of 11 mm was discovered during a review of the discharge summary. Revision of the previously placed graft is a cautionary product use condition. It is unclear how this contributed to the reported event. It is unclear if the fractured stent is from the secondary or tertiary procedure. The final patient status was reported as discharged home on postoperative day eight. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: investigation type codes: remove 4117. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : the explanted device location is unknown at this time

Event description:
The patient was initially treated for a ruptured abdominal aortic aneurysm (aaa) with afx bifurcated stent graft, an afx vela suprarenal proximal extension and one afx limb stent graft distal extension. This procedure is outside the indications of use (off-label) due to the emergent use of the afx system per device IFU. Approximately three (3) years after post initial procedure, a stent fracture was detected during a routine follow-up. The physician elected to treat the patient by successfully relining with an afx2 bifurcated stent graft and one (1) additional afx vela suprarenal on (B)(6) 2019. Reference MFR. Report # (B)(4). Approximately four and a half (4.5) years following the secondary procedure the patient came into the hospital complaining of pain. The patient was diagnosed with an endoleak type 3b. The patient underwent a surgical conversion where the physician elected to explant the device. The patient was reported to be doing "ok" post-surgical conversion.